Manufacturer narrative:
The approximate age of the device is 3 years and 7 months. The pump remains implanted and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that interrogation of the patient's lvad system noted a low speed advisory event. The patient was asymptomatic. Review of the log file submitted to the manufacturer's technical services for analysis confirmed a low speed advisory event that occurred on (B)(6) 2018 while the system was connected to a power module. No further atypical events were recorded in the submitted log file. The patient will continue to be monitored for similar events while connected to the power module. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: evaluation of the submitted log file confirmed the reported low speed event on (B)(6) 2018 11:56am where the pump speed fell to 8460rpm. A specific cause could not be conclusively determined through this evaluation. No other interruptions in device therapy were observed and the system operate as intended for the remainder of the log file. The hmii lvas IFU explains all system alarms and how to troubleshoot them should they occur. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.